Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s pacemaker revealed high out of range impedance measurement with increased capture threshold and loss of capture at max output on the right ventricular (rv) lead. The rv lead was capped and replaced on (B)(6) 2025. The patient was stable.